Event description:
The customer observed falsely elevated alinity I free t4 results for five samples. The following data was provided (normal reference range 0.6-1.8 ng/dl): (B)(6) 2024 sid (B)(6) initial result 2.6 ng/dl, repeated 1.2 / 0.91 / 1.86 / 0.96 / 1.95 ng/dl. (B)(6) 2024 sid unk initial result 2.09 ng/dl, repeated 1.02 ng/dl. (B)(6) 2024 sid (B)(6) initial result >5 ng/dl, repeated 1.0 ng/dl. (B)(6) 2024 sid (B)(6) initial result 2.45 ng/dl, repeat on another analyzer resulted 1.62 ng/dl, (B)(6) 2024 sid (B)(6) initial result 2.23 ng/dl, repeat 1.37 ng/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I processing module, list number 03r65-01, and manufacturing site in section d irving, texas to alinity I free t4 reagent, list number 07p70-20, and manufacturing site of longford, ireland. MDR number 3005094123-2024-00194-00 has been submitted and all further information will be documented under that MDR number.